Event description:
A customer reported an issue with having encountered a cgm error 42 related to their sensor. The error did not adversely impact the customer's blood glucose level as it was not mentioned, but the resolution suggests normal functioning resumed. Technical support provided assistance by guiding the customer through a complete pump reset, after which no further error was displayed, and the customer was able to successfully start their sensor session.